Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. Initial reporter telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the device was not returned at the manufacturing and product testing could not be performed. The customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order was performed. The search revealed that there were no other complaints for this purchase order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that scratches were identified on the edge of the intraocular lens (iol) after implantation. The iol remains implanted and there was no report of patient injury or health damage.